Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection showed no defects. The functional evaluation found that the device could not maintain pressure, establishing a relationship between the device and the reported event. The root cause was identified as a motor seal failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, a renasys tch device&power sply could not generate and control negative pressure and also had visible dents. As this was notice in a service and repair, not patient was involved.